Event description:
It was reported the device showed an error check electrode and water irrigant error , error e400 ref 26. The issue found during a diagnostic unspecified procedure. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
In communication with the facility's biomed , technical assistance center (tac) support engineer, advised/ informed to make sure saline is being use for irrigation and make sure the handpiece is connected all the way. Biomed stated that there was nothing connected and that he was able to clear the error log and was going to put back the device in service. Biomed in addition, stated that if the issue comes back, he will call back. To date, no issue has been reported. Device was not returned for evaluation. The cause of the reported issue is unknown at this time. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
Updated: h4, h6, h10. This report is being supplemented to provide additional information based on the approved final investigation. Section g2 was corrected to accurately indicate that the initial reporter is a healthcare professional. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of error 400 could not be determined. Olympus will continue to monitor field performance for this device.